Manufacturer narrative:
It appears, the stretcher was dragged while the brakes were applied causing rubber around brake ring to be pulled away from weldment on both brake rings (head and foot).

Event description:
It was reported by service report that the brakes were not strong enough to hold stretcher. No patient involvement or adverse consequences are reported.